Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high defibrillation impedance and high capture threshold. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of high defibrillation impedance and unacceptable threshold were not confirmed. As received, a complete lead was returned in two pieces. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the internal shorts was abraded at 32.7cm to 33.7cm and 28.9cm to 30.8cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
Correction: investigation conclusion should have been caused traced to component failure.